Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 47 year old male patient with alcohol and cannabis abuses was found in cardiac arrest by his family. Resuscitation was not attempted before arrival of emergency services. An inferior myocardial infarction was found and the patient continued to suffer intermittent cardiac arrests requiring continuous resuscitation efforts. On the intensive care unit, the patient continued to deteriorate and was brought to the catheterization laboratory for placement of an impella cp. Following sequential up-dilation and placement of the 14f introducer, excessive bleeding occurred and the sheath was exchanged for the long peel-away. Bleeding stopped, the impella was inserted and the percutaneous coronary intervention was carried out. An antegrade sheath was placed and connected to a contralateral femoral artery sheath to improve peripheral perfusion. Following the removal of the peel-away sheath and placement of the repositioning unit, access site bleeding re-occurred. As conservative measures of hemostasis failed, vascular surgery was consulted and the left groin was surgically explored and a vessel tie placed that stopped the bleeding. Blood transfusions were required to mitigate the blood loss. On the intensive care unit, hemolysis was noted and the pump repositioned. Renal failure requiring continuous renal replacement therapy also occurred. While distal pulses were not measurable by doppler ultrasound, the extremity remained warm to the touch. After three days of support, the patient was successfully weaned and the pump was removed. "Introducer (14fr x 13) - fluid leak: once the dilator was removed during the impella cp implant procedure, an excessive amount bleeding began that appeared to come from around the introducer (14 fr x 13). The abiomed representative reported being unsure if the introducer had a crack. The introducer was removed and an replaced with a 14fr x 25cm introducer, which resolved the bleeding. Cp: once the introducer was removed and the repositioning sheath advanced, there was excessive bleeding at the impella cp access site. Angle adjustments, hemostatic sutures, and manual pressure were not successful in slowing the bleeding. Imaging with contrast agent was injected via the repositioning unit's port revealed extravasation of the femoral artery. The bleeding was resolved by a surgical intervention that implemented a vessel tie proximal to the impella cp insertion site. The vascular surgeon involved stated that the access site was too big. Additionally, access site oozing was noted within the first 24 hours of support. The vascular surgeon did not change the access site dressings, in hopes of site clotting. There was no active bleeding found the following day and the dressings remained unchanged per vascular surgeon's request. During impella cp support, the device was simultaneously in the wrong position and had mechanical interaction issues with the patient's blood. The nurse stated that the patient was hemolyzing, noting red urine and an increasing ldh. The physician repositioned the pump under echo, retracting 3 cm which re-located the inlet to be mid-ventricular.

Manufacturer narrative:
Additional information has been provided in b5 (event description), regarding resolution and intervention. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 14fr x 13cm sheath removed over an 0.035 wire and 14fr x 25 cm peel away inserted. Bleeding stopped at this time which corrected the problem. The 14fr x13cm sheath was returned according to the ci/fm steps. No additional information at this time.